Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.: the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience v 2.5 x 18 mm stent was deployed without issue and implanted in an unspecified lesion. The stent delivery system (sds) balloon was used for post-dilatation of the stent. However, the sds balloon ruptured at an unspecified pressure. No adverse patient effects were reported. No additional information was provided.